Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline shield device tried to deploy in internal carotid artery (ica), however it failed to open despite multiple attempts to open. The proximal, middle, and distal sections of the pipeline did not open. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a dissection ica aneurysm. It was reported that the aneurysm maximum diameter was 0mm and the neck diameter was 0mm. It was reported that the landing zone was 0mm distally and 0mm proximally. Angiographic result post-procedure was pipeline vantage devices used to replace the faulty pipeline shield device.